Event description:
Customer reported 3 incidents of a kinked catheter on three 5fr tl piccs. One PICC was inserted in the left brachial vein, was indwelling for 14 days, and kinked in the middle 1/3 of the upper extremity. The kink was discovered on (B)(6) 2023. This catheter had been tpa'd 8 times during the 14-day dwell time. Patient was referred to ir for repositioning or replacement of the catheter. Dwell time for the other 2 piccs are unknown, and they kinked near the insertion site. One kink was discovered on (B)(6) 2023 and the catheter was pulled back. The other kink was discovered on (B)(6) 2023; however, intervention is unknown. No tpa intervention was reported for these 2 events. No patient or user injury was reported for the 3 occurrences. This report addresses all three devices.

Manufacturer narrative:
Sections b and d: catheter 1 was implanted (B)(6) 2023, event date is 10/20/2023, device explanted (B)(6) 2023. Catheter 2 was implanted (B)(6) 2023, event date is 10/23/2023. Device was pulled back. Catheter 3 was implanted (B)(6) 2023, event date and explant dates are unknown. Section a, d, e, & f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.